Event description:
The consumer was sitting towards the front of the seat in the wheelchair with their pinky finger in the armtube when someone lifted them up to position pt correctly in the chair, allegedly causing the tip of their finger to be amputated.